Manufacturer narrative:
The reported field event of the lead stuck in the device header was not confirmed in the laboratory. The device was tested on the bench using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator change out procedure. The physician had difficulty removing the atrial lead from the device header. The physician removed the set screw septum and was able to remove the lead. The patient was stable post procedure.